Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted due to sensing amplitude decreased, impedance and thresholds increased. Lead was twisted x4 in pocket. Possibly due to patient manipulation. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 14.5 cm distal to the is-1 connector pin into two segments. An extraction aid was found on the distal lead body, it is reasonable to assume that the lead was cut during the surgery. The visual analysis revealed a deformed rv shock coil and a bent fixation helix, which most likely resulted from the extraction procedure due to tensile stress. However, a thorough root cause analysis of the lead fragments did not show any deviations which might have led to the reported clinical observations. The insulation was, apart from the present cut, free of breaches. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.